Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door winch cable was found to be creased and off both brass rollers. The door cable assembly was replaced. The imaging system then passed the system checkout and was found to be fully functional. The door winch assembly was returned to the manufacturer for analysis. Analysis found that the returned part failed visual inspection and the cable was found to have multiple bends and kinks. Analysis found that the reported event was related to physical damage.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system displayed a ¿door open¿ message while the door appeared to be closed. The gantry as re-opened and re-closed and the collimator was adjusted with no resolution. An alternate imaging system was used to complete the procedure, with a delay of 5 minutes. There was no reported impact on patient outcome.